Manufacturer narrative:
Patient information provided. A medtronic representative reported that the issue also occurs when you re-register the patient, but is much more stable after rebooting the system. The software investigation of the MRI software found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The software investigation of the cranial application found that the reported event was unrelated to a software issue. Due the limitation of resources of an older model computer, attempting to merge large data sets, as described in the case summary, would exhaust system resources. This was a computer hardware related issue. The software functioned as designed.

Manufacturer narrative:
Patient information was not made available from the site. No parts have been returned to manufacturer for analysis. No further issues have been reported.

Event description:
A site neurosurgeon reported that, while in a cranial procedure, the navigation system became unresponsive. The reporting physician noted being out of memory merging magnetic resonance imaging (MRI), computed tomography (CT) and another CT. No further details of this event were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.